Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to infective endocarditis. Per the health-care provider, the explant was patient related and not related to any device malfunction. Additionally, the health-care provider noted that the endocarditis may have been caused by bacteriaemia during dental treatment. Per the op report, on (B)(6) 2012, the patient went to her dentist and did not receive antibiotic prophylaxis. After about 10 days she developed symptoms and signs of endocarditis and on cultures she is growing mitis in keeping with dental flora. On toe 2 days ago, the vegetations on the aortic valve prosthesis and on the pulmonary graft have increased in size. The old valve was removed and replaced by a 23mm edwards valve. The distal anastomosis on the pulmonary bifurcation was then done using a new pulmonary homograft size 23mm. The patient was weaned from cardiopulmonary bypass. On toe, a small jet was seen which appeared to be a paravalvular leak. The patient was very stable and had undergone a big operation, and we all agreed that nothing else could be done on the day. We had initially seen some tricuspid regurgitation which was now improved and we ascribed it to improving the level of pulmonary valve competence. The patient was transferred to the ICU in a stable condition.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 - carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s.. (B)(4). Device not returned. Unfortunately, the valve was not returned to edwards, and therefore, no evaluation can be performed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health-care provider noted that the endocarditis may have been caused by bacteriaemia during dental treatment. No further actions are possible with the available information.